Event description:
Additional information reported that the culture was indicated as a (B)(6). CT scans showed a "significant streak artifact from the posterior, within the left sub-clavicle region." It was stated that this "may reflect a seroma or abscess." In-patient hospitalization was also reported. The outcome was listed as resolved without sequelae. It was further reported that a replacement surgery was conducted on (B)(6) 2012 and a new device was implanted. No further in formation was reported.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had an explanation surgery due to infection, though it was unclear whether the system was completely or partially removed. The patient's symptoms were listed as: a burning sensation, fever, redness, pain, and swelling. The symptoms were reported to have occurred at both the device pocket and the extension location. It was noted that a culture was taken from the device pocket, though no further details were given. It was reported that the patient was alive with no injury or adverse event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).